Event description:
It was reported that the patient had a promus stent implanted on (B)(6) 2010. The patient withdrew consent for the study on (B)(6) 2012. Information was obtained via public records that the patient died at home on (B)(6) 2012. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with the use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the part / lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.